Manufacturer narrative:
(B)(4). The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned for evaluation. Reliability engineering evaluated the device. The serial number could not be determined as only the back end part of the cutter was left in the device. A visual assessment was performed which confirmed the reported condition. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-surgery it was discovered that the cutter device "broke off while trying to remove it" from the attachment device. The reporter clarified that the "burr head was broken off". There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.